Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer's investigation and device history record (DHR) review. The DHR was reviewed for the subject device. No anomalies were noted and it was verified the device was manufactured in accordance with documented specifications and procedures. The legal manufacturer performed an investigation and was unable to conclusively determine a root cause. However, based on the results of the device evaluation, a presumptive cause was identified. The legal manufacturer believes that the cable was twisted due to external force, caused by handling during transportation, storage, use, reprocessing, etc., and that function of the cable was compromised, resulting in loss of images due to a short in the cable.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; the cause was assigned to a cable with interior damage, causing the cable to short when moved, resulting in the disappearance of the image.

Event description:
A user facility reported to olympus that the image disappeared intermittently when the cable was moved. There was no patient injury or harm, associated with the problem, reported to olympus.